Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis with no physical damage. Event log history was performed and found multiple "high pressure" and "power lost while pump was on" messages in history. During analysis, the customer's reported problem was not verified. No alarming "no disposable" message or alarming beeping sound was detected when infusing the pump with cassette. The customer's pump passed all occlusion tests with no issue. Fluid ingression was found on the downstream sensor during the visual inspection. Service will recalibrate the upstream occlusion sensor (uso) and replace the downstream occlusion sensor (dso) as a preventive maintenance. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that this cadd legacy plus exhibited beeping sound with an alarm. It was reported that even though the pump's screen displayed "run" the pump was emitting beeping sound with an alarm which repeatedly went off. It was also reported that the reported issue persisted even after turning off and powering it on again. Then the pump gave "no disposable clamp tubing" alarm which continued even after detaching and reattaching the cassette. There were no adverse effects due to the reported event.